Event description:
As published in the article ¿aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion¿, a review of the facility¿s sapien transcatheter aortic valve insertion experience identified 396 patients undergoing the tavr procedure from november 2008 to june 2014. Three patients expired after hospital discharge, but within 30 days of transcatheter valve insertion. The three patients who died suddenly had intraventricular conduction abnormalities at discharge. The 1st patient had chronic atrial fibrillation with chronic left anterior fascicular block and right bundle branch block (rbbb). This patient was discharged from the hospital eight days post valve insertion and death occurred eleven days after discharge. The 2nd patient had new onset atrial fibrillation with new onset left bundle branch block (lbbb). This patient was discharged from the hospital eleven days after valve insertion and death occurred ten days after discharge. The 3rd patient was in normal sinus rhythm with chronic left bundle branch block. This patient was discharged from the hospital 11 days post valve insertion and death occurred eleven days after discharge.

Manufacturer narrative:
Per the instructions for use, conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there is insufficient information to confirm the cause of the reported events. It is possible that conduction system disturbances were caused by patient comorbidities in addition to the mechanism explained in the technical summary mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
This is one of four reports being submitted for this article. Please reference manufacturer report no. 2015691-2015-00358, 2015691-2015-00385, and 2015691-2015-00360. Literature reference: greason, kevin . L., et al (2015, february). Aborted episode of sudden death due to delayed heart block after transcatheter aortic valve insertion. The journal of thoracic and cardiovascular surgery, volume 149(issue 2), pages 639¿640. Doi:10.1016/j.jtcvs.2014.09.126